Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having sinus congestion, phlegm, dizziness, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having sinus congestion, phlegm, dizziness, headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contaminant on the ui panel ribbon of the front panel and on the blower box, an unknown dark piece of foreign material on the front panel, along with an unknown dust contaminant, an unknown dust contaminant on the bottom enclosure, blower, blower seal, and blower box. The manufacturer also found evidence of potential water spots on the blower motor indicating potential water ingress. The manufacturer found evidence of sound abatement foam degradation. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer an unknown contaminant to the flip lid seal, an unknown dust contaminant, an unknown contaminant and a potential dark hair around the outlet, an unknown contaminant that were consistent with small hairs or fibers, an unknown dust contaminant on the dry box, the dry box seal, and on the back panel, an unknown contaminant on the heater plate, and the o-ring. The device's event logs were downloaded and reviewed. The manufacturer found zero errors logged. The manufacturer concludes there was evidence of multiple contaminants on the device and humidifier. The manufacturer confirmed there was evidence of sound abatement foam degradation.